Manufacturer narrative:
The lot was manufactured from may 15, 2020 - may 18, 2020. The actual sample was received for evaluation. A visual inspection on the sample was performed and the unit was found to have embedded particles in the tubing. The embedded material was not in the fluid path. During ftir (fourier-transform infrared) spectroscopy testing the particles were identified as a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is the raw material of the device tubing line. The embedded particles were measured to be 0.06 to 0.09 square mm and were within manufacturing specification. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown dot like discolorations were observed on the infusion line of a ce intermate sv (small volume). This was observed prior to use. There was no patient involvement. No additional information is available.